Manufacturer narrative:
(B)(4): evaluation results: (mi/tvr).

Event description:
Patient received a 3.0mm diameter x 12mm length endeavor sprint rapid exchange (rx) drug eluting coronary stent at ostium of rca and a 3.0mm diameter x 30mm length endeavor sprint rx was deployed in the cx (ref MFR# 2953200-2011-00229) during index procedure. However, it was reported that the patient suffered an mi approximately 3 months post implant of the relevant stents. Restenosis of the relevant stents was confirmed. Revascularization was performed with implant of two other manufacturer stents. It was reported that the patient was stable on discharge. No other clinical sequelae were reported.